Event description:
Preoperative 14 gauge angiocath placed right distal hand, catheter dislodged from hub while moving in bed and catheter migrated from distal arm to antecubital vein. Attempted surgical removal of angiocath remnant was unsuccessful. Pt was discharged to home without any other problem.